Event description:
It was reported that an ilet device displayed persistent alert 65 indicating an audio over/under current malfunction despite multiple restarts, and a replacement device was provided after user education on return procedures and backup therapy. No reported symptoms or adverse clinical effects. Outcomes included no impact to health and continuation on backup therapy until replacement arrival. Investigation included device replacement, remote troubleshooting, and follow-up reminders for return of the malfunctioning unit. Investigation of this case revealed a suspected audio hardware or power fault associated with the device¿s alert 65 condition. It was concluded that the device experienced a malfunction of the audio subsystem without patient injury.